Event description:
This rv lead was implanted on (B)(6) 2016 and was capped on (B)(6) 2016 due to therapy upgrade. A product experience report received on (B)(6) 2018 noted that this lead was explanted on (B)(6) 2018 due to infection or sepsis. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)